Manufacturer narrative:
B3. Date of event is unknown. The date received by manufacturer has been used for this field. There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k980414. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd vacutainer® safety-lok¿ blood collection set with pre-attached holder, there is inadequate retraction when attempting to activate the safety mechanism, causing two incidents of a used needle stick. No adverse impact was reported regarding the patient or user. Reported verbatim: "my team has noted further issues, including bent needles and inadequate retraction. All incidents have taken place over the past two weeks, with most needles falling apart during or after use, which heightens the risk of the phlebotomist getting injured. (Two incidents thus far) could you follow up with the customer regarding "(two incidents thus far)". Was there injury to the healthcare worker, or just near misses? As previously mentioned, she did get stuck but denied care."